Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the left side frame had a broken tubing/weld at the bottom rear of the frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the side frame was received with a broken weld at the lower portion of the back cane. Additionally, the inside portion of the tubing had evidence of corrosion.

Event description:
Provider states the left side frame is broken at a weld where the back cane bar connects to the lower horizontal bar.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the left side frame is broken at a weld where the back cane bar connects to the lower horizontal bar.